Event description:
It was reported that the pt was in the intensive care unit with a fever of 105-106 degrees. Pt was on 0.4 mg/day dilaudid and 4 mcg/day of baclofen. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).